Manufacturer narrative:
The reported event was inconclusive because no sample was returned. Baw2453803 rev 1 was reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. Pfmea #ra2400065, revision 2, was reviewed for this investigation. The reported event is addressed in step #68. Based on this review the risk is within the expected range. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Patient said some are not as lubricated as others. Lot number will not be provided. No medical intervention or patient impact was reported. No additional information provided. Per customer via phone on 23june2025, it was reported that he threw the non-lubricated catheters away and has no lot numbers. No injury to patient.